Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 578-579 mg/dl; cause was not known. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. Reportedly the customer declined to perform further troubleshooting; issue was resolved and customer continued to use the pump for insulin therapy.